Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified antebrachial vein. The 6.0x40/140mm sterling over-the-wire balloon catheter was advanced to the target lesion and upon the first inflation the balloon ruptured at 6atms. The device was removed and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.